Event description:
It was reported that the implantable cardiac monitor captured asystole episodes that appeared to "drop out." Performance data was collected from the device and analyzed; it showed deflections in the baseline that were consistent with intermitted loss of contact with the electrodes. It was discussed that false asystole can occur until the pocket heals so the clinician plans to have the patient return in a few weeks and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).